Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance and an insulation anomaly. The lead was explanted and replaced on (B)(6) 2016. The patient was in good condition post procedure.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 48.3 cm to 51.6 cm and 54.8 cm to 55.4 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Analysis confirmed the reported insulation anomaly and damage found likely resulted in the reported impedance issue.